Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call of customer's hospitalization. The mother states the hospitalization was not due to the pump, but the customer's blood glucose levels were affected while in the hospital. No further information was provided.